Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's led screen goes in and out at times. The customer's blood glucose value was unknown. Customer reported poor battery life even with brand new battery the device will not be returned for analysis.